Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the patient that they underwent gynecological procedure in (B)(6) 2007 and mesh was implanted. In (B)(6) 2008, the patient had to return as mesh had eroded into cervix. The patient underwent another procedure in (B)(6) 2008 and the patient had a post-op infection and had to be taken by ambulance a couple of days later. The patient has been on incontinence pills since about 2009 and prior to original operation. The patient reported continuing incontinence, continue on tablets, physio, electrical shock treatment, offered botox, no sex for five years due to pain, bowel incontinence for last three years, pains in lower abdomen, legs and feet. No additional information was provided.